Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: manufacturing location: monument manufacturing date: 20-october-2021 expiration date: 01-october-2031 part: 04.037.054s, 10mm/130 deg ti cann tfna 340mm/right ¿ sterile lot: 444p069 (sterile). Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 444p069. No nonconformities or manufacturing irregularities have identified related to the complaint condition. The product was not returned to j&j medtech orthopaedics; however, photos were received for review. The x-ray investigation revealed the tfna nail broken from the proximal tip. The reporter's allegation can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 130° l340 timo15 would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent revision surgery due to pseudoarthrosis of right subtrochanteric fracture and broken tfna nail (proximal). Patient with a history of right hip fracture in (B)(6) 2023, operated on with a long tfna. They achieved proper ambulation and rehabilitation, however, persistent mild associated residual pain. Patient reported a fall on (B)(6) 2024 with an impact on the right hip and ankle, developing pain and functional impotence in the hip, and was unable to ambulate thereafter. On (B)(6) 2025, clinical and imaging evaluation was performed and a diagnosis of a right subtrochanteric fracture nonunion and failure of the right long tfna osteosynthesis material was made. Patient was hospitalized for evaluation by the hip and surgical team. Due to a lack of implants from hcvb, definitive surgery had to be delayed until the necessary implants were available. On (B)(6) 2025, definitive surgery was performed (removal of the old long tfna + rheosynthesis with a new long tfna). The patient was progressing well, with a progressive decrease in postoperative pain. Patient was able to ambulate with a fixed walker and physical therapy. The surgical wound was healing well, with no associated infection, and laboratory tests were within normal ranges. Patient was discharged from the hospital. Evaluated by the hdom team and accepted for comprehensive home rehabilitation.